Event description:
Customer reportedly obtained a result of hi on the aviva system while the doctor's device read 259 mg/dl within 10 minutes. No action was taken based on suspect device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a doctor's office.